Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent omni thrombectomy system with no other devices. The pump and supply line were microscopically examined and it was observed that there was a kink 2mm from the tip of the catheter. Functional testing was performed by placing the device in the console. A functional testing confirmed a ¿check catheter¿ error. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the thrombectomy treatment was being performed within the femoral. During the use of the angiojet® solent¿ omni, inside the patient, the catheter stopped working, realizing that the catheter was broken. The device was not actively aspirating when the catheter stopped.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter broke. An angiojet® solent¿ omni being use for a thrombectomy procedure. While the device was inside the patient the device broke when the physician was handling the device. The procedure was completed with another device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the thrombectomy treatment was being performed within the femoral. During the use of the angiojet® solent¿ omni, inside the patient, the catheter stopped working, realizing that the catheter was broken. The device was not actively aspirating when the catheter stopped.